Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the blood glucose was low. The customer reported that his wife is on a pump and her blood glucose was 365mg/dl last night. Customer stated they checked the pump and it was out of insulin. Customer stated he changed it and then gave her a piece of bread with honey and then he woke up to her not responding. Customer stated he dropped some fanta in her and it took her about an hour to come back and when he took the blood glucose she was 50mg/dl. Patient's current blood glucose was 200 mg/dl. Patient has treated with food. Patient has been experiencing low blood glucose for one week. Customer stated the drive support cap appears normal (slightly indented). Based on customer report customer does not allege pump was over delivering. The customer was advised to monitor pump and blood glucose. The insulin pump will not be returned for analysis.